Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced hernia recurrence, recurrence is listed as a known adverse reaction in the instructions-for-use. While it is alleged that the patient was injured permanently and the mesh "failed", with the limited information available an assessment into the alleged permanent injury and "failed" mesh could not be made at this time. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2007 - the patient underwent surgery for repair of an incisional/umbilical hernia. The patient's hernia was repaired using a composix kugel hernia patch. On (B)(6) 2008 - the patient underwent an additional surgery to remove the previously placed composix kugel mesh, which allegedly failed, and to repair recurrent hernia. The attorney alleges the patient subsequently endured additional surgeries to treat mesh related complications. The patient was injured severely and permanently and has suffered and will continues to suffer physical pain.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to provide the correct manufactured and expiration date for the composix kugel. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Manufacturer narrative:
The additional information provided was limited to the product reference number, as such, no conclusions can be made based on the limited additional information. Should additional information be provided a supplemental emdr will be submitted.

Event description:
As reported on (B)(6) 2017, the following was reported to davol by the patient's attorney: (B)(6) 2007 - the patient underwent surgery for repair of an incisional/umbilical hernia. The patient's hernia was repaired using a composix kugel hernia patch. (B)(6) 2008 - the patient underwent an additional surgery to remove the previously placed composix kugel mesh, which allegedly failed, and to repair recurrent hernia. The attorney alleges the patient subsequently endured additional surgeries to treat mesh related complications. The patient was injured severely and permanently and has suffered and will continues to suffer physical pain. Addendum based on additional information as reported by patients attorney: bard/davol composix kugel mesh, reference number (B)(4) as reported by the patients attorney.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced hernia recurrence, recurrence is listed as a known adverse reaction in the instructions-for-use. While it is alleged that the patient was injured permanently and the mesh "failed", with the limited information available an assessment into the alleged permanent injury and "failed" mesh could not be made at this time. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum #1: the additional information provided was limited to the product reference number, as such, no conclusions can be made based on the limited additional information. Addendum #2: this supplemental emdr is submitted to provide the correct manufactured and expiration date. Addendum #3: h11: this supplemental MDR is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical record provided, over one year post-implant of composix kugel mesh the patient underwent recurrent ventral hernia repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions as a possible complications. This supplemental emdr is submitted to represent composix kugel hernia patch (device #1). An additional emdr is submitted to represent collamend mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for repair of an incisional/umbilical hernia. The patient's hernia was repaired using a composix kugel hernia patch. On (B)(6) 2008: the patient underwent an additional surgery to remove the previously placed composix kugel mesh, which allegedly failed, and to repair recurrent hernia. The attorney alleges the patient subsequently endured additional surgeries to treat mesh related complications. The patient was injured severely and permanently and has suffered and will continues to suffer physical pain. Addendum per additional information provided: on (B)(6) 2007: patient was diagnosed with umbilical and incisional hernia and underwent repair with bard composix kugel mesh. Per the operative notes, "the hernia sac was excised circumferentially. A piece of bard composix mesh (device #1) was inserted and sutured." On (B)(6) 2008: patient was diagnosed with recurrent ventral hernia and underwent laparoscopic repair for removal of old mesh and placement of new mesh. Per operative notes, "a fair amount of omentum anterior to old mesh was taken down. Given the amount of cicatrix formation in this region, the mesh was removed. The mesh itself was excised because the hernia was located above the prior site of mesh.¿ the hernia was repaired using two synthetic mesh overlapping each other. On (B)(6) 2008: patient was diagnosed with abdominal wound abscess and underwent incision and drainage for abdominal wound abscess. On (B)(6) 2008: patient had redness of wound with drainage, recurrent incisional hernia with abscess and underwent open repair with collamend mesh along with excision of old mesh. Per operative notes ¿the wound was hemostatic. Old mesh (synthetic mesh) was removed. There was noted to be an incisional hernia at the inferior portion of the prior mesh placement. A collamend mesh (device #2) was placed and sutured¿. On (B)(6) 2010: patient had recurrent incisional ventral hernias and extensive adhesiolysis and underwent laparoscopic repair with sepramesh (device #3). Per operative notes ¿there were multiple adhesions. The mesh showed evidence of curling away from the superior portion of the defects. The old collamend mesh was removed completely. A piece of sepramesh (device #3) was cut to fit overlaying small defects and sutured.¿ attorney alleges that the patient experienced abscesses, adhesions, emotional injuries without treatment, infections, mesh migration, pain, recurrence and others like abdominal wound abscess.